Manufacturer narrative:
The insulin pump was received with currents within specifications. No unexpected battery out limit alarm or low battery alarm. No blank display. The lcd board tested ok. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that batteries needed to be changed often. Customer changed battery ten times in two weeks. Customer reported of receiving a low battery alarm and insulin pump shut off within five minutes. Customer's blood glucose was unknown. After fourth battery change, display screen came back on. Customer reported that battery compartment was cracked. Customer was advised that insulin pump would need to be replaced.